Event description:
It was reported that the blade broke during surgery. There was no report of patient impact or injury. No other details were provided. The investigation is currently underway.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer and is currently being evaluated; device description: the sterile blade is a single-use accessory component of the straightshot m4 handpiece, which is an integral part of the xps system. The m4 tracked blades are intended for attachment to the handpiece and for use in conjunction with the fusion software on a medtronic computer-assisted surgery system. Each blade has a tracker mounted on it. The system's mobile emitter generates a low-energy magnetic field to locate the tracker mounted on the blade. Then, the software displays the location of the blade's tip within multiple patient image planes and other anatomical renderings. Intended use: the xps system is intended for the incision and removal of soft and hard tissue or bone in general otorhinolaryngology, head and neck, and otoneurological surgery. The medtronic computer-assisted surgery system and its associated applications are intended as an aid for precisely locating anatomical structures in either open or percutaneous procedures. Their use is indicated for any medical condition in which the use of stereotactic surgery may be appropriate, and where reference to a rigid anatomical structure, such as the skull, can be identified relative to a CT- or mr-based model, or digitized landmarks of the anatomy. The system and its associated applications should be used only as an adjunct for surgical guidance. They do not replace the surgeon's knowledge, expertise, or judgment.

Manufacturer narrative:
The product was returned and the sample was evaluated by a quality engineer. The hubs were examined at 20-x magnification. It was observed that the ends of all four chevrons of the lower inner hub were worn off. This is indicative of improper loading. Visual examination of the sample found the blade exhibited a hyperextended and broken spiral wrap. The tip was still attached and there was no evidence of any detached fragments. The complaint "blade break" is confirmed and the exhibited hyperextension is likely the result operator technique.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.